Manufacturer narrative:
Although the device was not returned by the user, vygon will send the complete incident report to vygon (B)(4) (the manufacturer) to perform a thorough investigation. The results of this investigation will be forwarded to FDA in a follow-up MDR within thirty days of its conclusion.

Event description:
PICC dressing was damp and during dressing change it was noted that PICC catheter was leaking at the point where catheter begins from wings.